Event description:
The clinician reports the implant was inserted (B)(6) 2026 in ADA 31. Details of surgery: Ridge augmentation and Immediate extraction site. On (B)(6) 2026, non-osseointegration was verified. Patient presented with bone type III and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: Infection, Mobility and Inflammation. No further patient complications were reported.